Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not inflate. It was later reported that an autofill failure occurred. The customer tried to restart, but they received an autofill failure again. They removed the iab and replaced it with a new one to successfully continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded with blood observed on the exterior of the catheter. A kink was observed on the catheter tubing. A second kink was observed on the catheter tubing near the y-fitting approximately 75.9 cm from the iab tip. The extender tubing and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender, and pressure tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab did not inflate at 140 bpm due to the kink found on the device. The condition of the iab as received indicated a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the "autofill failure" alarm in the laboratory setting, the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation. The evaluation confirmed the reported difficult/ unable to inflate iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).